Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using pod packing coils (podjs). During the procedure, the physician successfully placed multiple pod coils and ruby coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance a podj through its introducer sheath and, therefore, the podj was removed. The procedure ended at this point because the existing coil mass was sufficient. There was no report of an adverse effect to the patient.